Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Reportedly, on multiple occasions the customer lost consciousness, emergency medical technicians (emts) were called and emts provided glucagon to address the bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.